Event description:
The following has been reported: reported pump problem alarm, several hard reboots have been completed. A preliminary review of the logs shows the following: sensor hardware failure (set ID sensor). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. The pump was suspected of having a failed set ID according to the log file review. In an attempt to replicate the failure, the pump was tested with the final acceptance test to see if the error would present itself. The pump was tested twice under this testing methodology and passed both times. Upon completion of final acceptance testing this device was revert back to bring up mode to run front housing testing. The device failed front housing testing, specifically the admin set test, which confirms that the set ID is at fault and will needs replaced. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present.